Manufacturer narrative:
Manufacturer¿s investigation conclusion: incidental findings: one of the pins inside the inline connector appeared bent. Evaluation of the returned heartmate 3 modular cable confirmed wire damage that would have caused the reported driveline communication fault alarms observed in the submitted log files. Review of the submitted controller event log file captured a driveline communication fault alarm, associated with com_b_fault flags, active on (B)(6) 2024. No other notable events or alarms were captured, and the pump appeared to be operating as intended. The heartmate 3 modular cable, lot#: 10014207, was returned in used condition. No signs of damage (cuts, holes, tears, etc.) Were observed in the outer jacket, as well as in the inline and controller connector bend reliefs. The modular cable was connected to a test pump cable and operated on a mock circulatory loop using a test pump. The reported driveline communication fault was unable to be reproduced. The modular cable did not pass electrical continuity testing due to an open loop being measured on the yellow (comm b) wire and higher resistances measured on the green (comm a) wire. The outer jacket of the modular cable was removed to inspect the underlying wires. Approximately 2.5" from the controller connector, multiple areas of damage to the wires were noted including the yellow wire being completely fractured. While the reported alarm was unable to be reproduced during testing, the observed damage would have contributed to the reported event. The root cause for the observed damage is consistent with repetitive flexing of the cable over time. The relevant sections of the device history records for modular cable, lot#: 10014207, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 5 of the IFU outlines the steps for connecting the pump and modular cables. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. The section ¿patient care and management¿ informs the user ¿if the driveline or modular inline connector appears damaged, please contact thoratec corporation for assistance¿. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instructions regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms as well as how to respond to each alarm condition. Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿ contain information on caring for the driveline and instruct the patient to keep the driveline clean. The exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic with driveline communication fault alarms. Log files were submitted for review. The log file captured driveline communication fault alarms on (B)(6) 2024 starting at 1:02:16.